Manufacturer narrative:
The reported event that locking screw variax full thread 3.5mm / l18mm was alleged of issue s-91 (tissue damaged) could not be confirmed, since the returned device is conforming to specifications. No other evidences were provided which could have confirmed the reported failure. Visual inspection of the returned locking screw was performed, and minor scratches were observed on the head of the screw which could have been resulted due to axial and torsional forces during extraction of the implant. Apart from that no major damage was observed on the surface of the screw. The reported failure of the tissue turning black could be a case of ¿metallosis¿. This is usually caused by friction of two metal parts resulting in an abrasion of finest nano-particles of titanium which are deposited in the surrounding soft tissue which is a frequent event. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are: too long screw selected, screw head prominence, poor plate placement/contouring etc. A review of the labeling did not indicate any abnormalities. As already stated in optech, each surgeon must consider the particular needs of each patient and make appropriate adjustments when and as required. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During extraction surgery, the surgeon found that the tissue has turned black.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During extraction surgery, the surgeon found that the tissue has turned black.